Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red and white tissue, red particle material on the shell, and an opening. Device analysis was performed through photographs; due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported "one implant had ruptured, was having terrible pain in both breasts and rib cage, severe rib pain." Further reported were the events of: "fatigue, breathlessness, dizziness, low mood, and recurrent yeast infections, hair loss, and nausea" which have been deemed not device related as there is no currently known medical chain of causality that would reasonably relate the events to the device. Physician confirmed rupture and symptoms which may be ¿breast implant illness¿. The device has been explanted. This record is for the right side.

Event description:
Patient reported "one implant had ruptured, was having terrible pain in both breasts and rib cage, severe rib pain." Further reported were the events of: "fatigue, breathlessness, dizziness, low mood, and recurrent yeast infections, hair loss, and nausea" which have been deemed not device related as there is no currently known medical chain of causality that would reasonably relate the events to the device. The device has been explanted. The side of this record is unspecified.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., g.2., h.6.

Event description:
Patient reported "one implant had ruptured, was having terrible pain in both breasts and rib cage, severe rib pain." Further reported were the events of: "fatigue, breathlessness, dizziness, low mood, and recurrent yeast infections, hair loss, and nausea" which have been deemed not device related as there is no currently known medical chain of causality that would reasonably relate the events to the device. Physician confirmed rupture and symptoms which may be ¿breast implant illness¿. The device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "one implant had ruptured, was having terrible pain in breast and rib cage, severe rib pain." The device remains implanted. The side of this record is unspecified.